Event description:
Reportedly a 3000tfx, 21mm was explanted after a 38 month implant duration due to unknown reasons.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The event was learned through implant patient registry. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.